Event description:
On (B)(6) 2013, surgeon was performing a two level acdf procedure in which surgeon implanted a vectra plate and 6 screws at the c4-c6 level. Surgeon was uneasy with the placement of the last variable angle screw at the c6 level. Surgeon removed and re-implanted the same screw. During the re-implanting of the screw a small piece of the retaining clip broke off. The locking mechanism on the plate would not click over the screw. The small piece of the broken clip was removed from patient. Surgeon removed screw and left the plate in patient with five screws. Surgeon is not planning a revision. An additional 20 minutes was added to the procedure. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative:without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.(B)(4): placeholder.